Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer- (B)(4). The field safety technician has been sent for investigation. The tension was only 2.38 vdc on the optical tacho board instead of 2.5 vdc. Nothing has been replaced but adjusted. This failure is know to maquet and has been investigated already in investigation report to complaint #705002347. According to the corresponding investigation report: the runaway error occurs if the motor tacho generator signal and the optical tacho signal differ by more than 10%. Most probable root cause could be determined as an erroneous parvex motor tacho generator signal. Conclusion: the mechanical parvex motor tacho generator is error-prone due to the carbon brushes. The parvex motor has been replaced by baumüller motors in newer roller pumps. Thus the failure could be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed.

Event description:
Customer reported: runaway alarm during priming. No known consequences to the patient. (B)(4).